Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure (batch no. C51765-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thoracic aortic aneurysm and aortic atherosclerosis. Concurrent conditions included obesity, weight fluctuation, complex ovarian cyst and endometriosis. Concomitant products included levonorgestrel from (B)(6) 2016 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced hypersensitivity ("allergic reaction"). The patient was treated with escitalopram and surgery (total laparoscopic hysterectomy, bilateral salpingectomy cystoscopy and left ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, weight increased and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: micro insert placed: left cornua and right cornua, number of proximal coils: 1 on left cornua and 0 on right cornua. Treatment received for pain, bleeding, allergy, psych injury, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: which confirmed that the essure device was successfully occlude essure devices are in good position with bilateral tubal occlusion. The lot number reported c51765 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure (batch no. C51765-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thoracic aortic aneurysm and aortic atherosclerosis. Concurrent conditions included obesity, weight fluctuation, complex ovarian cyst and endometriosis. Concomitant products included levonorgestrel from (B)(6) 2016 to (B)(6) 2016 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with escitalopram and surgery (total laparoscopic hysterectomy, bilateral salpingectomy cystoscopy and left ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: micro insert placed: left cornua and right cornua, number of proximal coils: 1 on left cornua and 0 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: which confirmed that the essure device was successfully occlude essure devices are in good position with bilateral tubal occlusion. The lot number reported c51765 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure (batch no. C51765-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thoracic aortic aneurysm and aortic atherosclerosis. Concurrent conditions included obesity, weight fluctuation, complex ovarian cyst and endometriosis. Concomitant products included levonorgestrel from (B)(6) 2016 to (B)(6) 2016 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced hypersensitivity ("allergic reaction"). The patient was treated with escitalopram and surgery (total laparoscopic hysterectomy, bilateral salpingectomy cystoscopy and left ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, weight increased and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: micro insert placed: left cornua and right cornua, number of proximal coils: 1 on left cornua and 0 on right cornua. Treatment received for pain, bleeding, allergy,psych injury, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: which confirmed that the essure device was successfully occlude essure devices are in good position with bilateral tubal occlusion. The lot number reported c51765 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: new event : weight gain, allergic reaction was added. Outcome of event : "physical pain, abnormal vaginal bleeding" was added as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure (batch no. C51765) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thoracic aortic aneurysm and aortic atherosclerosis. Concurrent conditions included obesity, weight fluctuation, complex ovarian cyst and endometriosis. Concomitant products included levonorgestrel from (B)(6) 2016 to (B)(6) 2016 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with escitalopram and surgery (total laparoscopic hysterectomy, bilateral salpingectomy cystoscopy and left ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: micro insert placed: left cornua and right cornua, number of proximal coils: 1 on left cornua and 0 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: which confirmed that the essure device was successfully occlude essure devices are in good position with bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and medical record received:product lot number and removal date was added. Patient demographic information were added. Event abnormal vaginal bleeding, menorrhagia, dysmenorrhea, depression, mental anguish were added. Reporters,treatment drug,concomitant medication, medical history, concurrent condition were added. Outcome of event pelvic pain added as recovering. Case became incident. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.